Event description:
Ercp was being performed with placement of bilateral stents, upon removal of catheters, one of the guide wires used to deploy the stent sheared on the stent and a portion of guide wire remained in bile duct. FDA safety report ID # (B)(4).